Event description:
It was reported that before the procedure, it was found out that the aiming beam was misaligned by minus 1 mm to minus 1.5 mm. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse set up the laser with the micromanipulator and scanner with the customer, and performed testing. The fse identified the issue was possibly due to the focus setting in the micromanipulator. It is a user setting and needs to be adjusted based on working distance and focus. This has been communicated to the user and also a video explaining this has been sent to the user. The laser console passed full functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before the procedure, it was found out that the aiming beam was misaligned by minus 1 mm to minus 1.5 mm. There was no patient involvement.